Manufacturer narrative:
The customer reported that the multi-gas unit was not pumping up and not calibrating. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. A part is needed to repair the device, but it is out of stock. The repair will be completed when the part becomes available. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi-gas unit was not pumping up and not calibrating.